Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) episode. The atp accelerated the rhythm into the ventricular fibrillation (vf) zone and a shock broke the rhythm. The patient later underwent a vt ablation procedure. During the procedure intermittent capture was noted. It was reported the patient was not dependent and had an escape rate at approximately 60 beats per minute (bpm). No adverse patient effects were reported.